Event description:
It was reported that there was a notch in the bd nexiva¿ closed IV catheter system needle, rendering it unable to cannulate. The following information was provided by the initial reporter: "there was a notch in the ivc needle making it impossible to cannulate".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a notch in the bd nexiva¿ closed IV catheter system needle, rendering it unable to cannulate. The following information was provided by the initial reporter: "there was a notch in the ivc needle making it impossible to cannulate."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 09-may-2022. H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received two needle assemblies, one catheter assembly, one q-syte unit and two product labels for investigation. The product labels indicated that the returned components belong to a 20g x 1.00in. Nexiva unit from lot number 1305444. A gross visual inspection of the needle assemblies found that both needle assemblies were returned in the retracted state. A small bend in the needle could be observed in one of the needle assemblies (unit 1) at approximately the midway point. Based on the report in which it is stated ¿¿notch in the needle¿ and the presence of the bend in one of the needles, it is likely that you experienced difficulty disengaging the needle during insertion as a result of the bend, leading in failure to ¿cannulate¿. The other needle assembly and the catheter assembly will collectively be referred to as unit 2 throughout the rest of the investigation. The defect of needle disengagement difficult was confirmed. Both units were microscopically inspected. No damage was found to the tip shield or washer of unit 1. Damage, if present, to these components may suggest that the needle struck the component and bent upon impact. Blood residue was observed at the tip of the needle of unit 1. No blood residue was observed throughout unit 2. Additionally, no bend in the needle or catheter tubing were observed in unit 2. The bend in unit 1 was attempted to be replicated to identify if the defect could have originated in the user environment. The defect was unable to be replicated without severely bending the needle. As the defective needle does not have any other bends aside from the one previously identified, it is likely that the defect originated in the manufacturing environment. During manufacturing, damage to the needle of this type may occur during the cannula load, septum insertion, septum reposition and cannula insertion steps. Misalignment of the grippers, cannula misalignment, or incorrect setup all may result in defects. Additionally, it may be due a raw material issue. Raw material cannula sublots were checked for quality notifications and none were found. Operators perform station setup and retraction/disengagement testing per the quality and sampling plans. Additionally, preventative maintenance (pm) is performed to ensure proper functioning of the equipment. Pm records were inspected and verified to be up to date during production of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.